Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot# 0205444573, product type: catheter. (B)(4).

Event description:
It was reported there was a volume discrepancy at refill, and the patient had too much baclofen at refill. It was noted a dye study confirmed the catheter was working as it should and were going to perform a roller study the next day. It was noted an early refill was planned to check for underinfusion. It was unknown if the patient was experiencing withdrawal symptoms, and the status was noted as alive with no injury. Additional information reported the discrepancy was 4.7mls too much and the patient was not experiencing any signs of withdrawal. Additional information reported the expected residual volume was 3.3ml. Additional information reported the volume discrepancy occurred during the refill on (B)(6) 2014. It was noted a catheter access port (cap) test was performed prior to the dye study and the health care provider (hcp) was able to aspirate without a problem. It was noted the roller study was not performed, but 2 x-rays on (B)(6) and (B)(6) were taken. It was noted the team was confined the rollers were in a different position, and therefore moving fine. It was noted there was no date for replacement, but the patient was to be seen on (B)(6). It was stated the patient was fine and without symptoms.

Event description:
Additional information reported the refill on (B)(6) showed no volume discrepancies. It was stated the patient was ¿getting on fine¿, so they would not replace the pump.